Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a peak blood glucose over 400 mg/dl after a supply change on the ilet; the device was noted to be low on insulin, the user disconnected from the ilet, administered an insulin injection, and was advised to wait two hours before reconnecting and to perform a full supply change afterward. Symptoms included elevated blood glucose and ketones that decreased from moderate to small, without adverse symptoms. Outcomes included no external assistance and no hospitalization. Investigation included customer support troubleshooting and education. Investigation of this case revealed that insulin delivery may have been interrupted due to low reservoir status or infusion setup issues, and glucose levels improved following manual insulin administration and planned full supply change. It was concluded that the event was consistent with hyperglycemia of unclear cause, potentially related to use conditions rather than a confirmed device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.